Manufacturer narrative:
A direct correlation between the device and the reported event could not be determined through this evaluation. The reported presence of a clot in the inflow cannula and in the patient¿s ventricle could not be confirmed as the device remains in use. The submitted system controller log files contained data from 04/16/2017 to 05/17/2017 and showed some unsustained elevations in pump power, which appeared to have decreased in occurrence over time. No atypical alarms were captured and the pump speed remained above the low speed limit for the duration of the log file data. Thrombus and peripheral thromboembolic events are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) #(B)(4). Approximate age of device ¿ 3 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the unusual pump sounds were heard located in the right upper chest over the aorta. The patient was not symptomatic. An echocardiogram revealed a clot that appeared to be ¿flapping¿ at the inflow cannula and in the ventricle. The patient was started on plavix 75 mg and the inr goal was increased to 3-3.5. Log file analysis completed by the manufacturer¿s technical services representative revealed unsustained power elevations. No additional information was provided.